Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient lost about 30 lbs. And now the ins was uncomfortable. A surgical intervention has been planned at this time; however, no date scheduled as of now. The hcp plans to move the battery to a higher location. No further complications were reported/anticipated.